Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced recurrent hernia, extensive adhesions, revision surgery and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, and pain. Post-operative patient treatment included revision surgery, mesh removal, and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.